Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device was activating on its own. Another device was used to complete the procedure. There was no pt injury.